Event description:
Caller alleged imprecision with inratio2 meter. Results as follows: date: (B)(6) 2012; inratio2: >7.5, 3.3. Time between testing: immediate.

Manufacturer narrative:
Investigation pending.